Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the batteries did not last long in the insulin pump. The customer did not recall the blood glucose reading. The customer changed the batteries a few times a week. No weak battery alert was received. The back light was not used frequently, the batteries were not previously used, and the customer did not perform daily set rewinds or frequent uploads. The customer did receive a failed battery test alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.